Manufacturer narrative:
Device evaluation: during the technical inspection of the returned device, the error description provided by the customer, " broken ", could be confirmed. The optics show a clear bent shaft, which resulted in the breakage of one or more rod lenses. Imaging is no longer possible due to the breakage. Significant material deformation is visible at the distal edge. The distal solder seam is damaged. The damage found is not attributable to a manufacturing/production defect and may have been caused during clinical use/clinical reprocessing. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that lens is broken. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4) .